Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that there were charging issues, difficulty charging and the ins was unable to be recharged. The patient requested an appointment last fall but had to cancel it. The patient recently called the office requesting another appointment to recheck the ins. The patient indicated the ins provided relief, however, they have had difficulty with keeping the battery charged. The patient indicated charging daily, prolonged charging, and charge lasting less than 12 hours. The patient met with a manufacturer representative on (B)(6) 2017. The patient felt a lot of aching when they turned the system up, painful stimulation, and was concerned about recharging. The patient was charging every 2 days which was expected based on their activity level. The patient was using rechargeable stickers and manufacturer representative advised easier charging with antenna in their pants over battery. The device was reprogrammed, the programmed rated was lowered to 40 from 130 but thought the patient would still need to charge every 2-3 days based on their activity. The system was helping back and foot neuropathy and the patient left grateful for support. It was noted that imaging was performed which was normal. There has been no contact since then. The outcome was resolved without sequelae. Etiology was related to the device or therapy, specifically to programming, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study and manufacturer representative (rep) indicated that the cause of the ins not charging and difficulty keeping the battery charged were that charging times were consistent with device use. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study and manufacturer representative (rep) indicated that the cause of the ins not charging and difficulty keeping the battery charged were consistent with device use. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.